Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 jun 2020.

Event description:
The customer reported they powered on the unit and it alarmed to a light emitting diode (led) failure, however the led was still illuminated. There was no patient involvement. The manufacturer's field service technician (fse) verified the issue and recommended the power management board to be replaced. The fse replaced the power management board and the issue was resolved.